Manufacturer narrative:
.

Event description:
The anesthesiologist reported that while using the 6mm nim emg et tube in the o.r., they were: "not able to ventilate, breathe airway" of the patient. The patient had difficulty breathing. The emg tube was replaced with another one and the procedure was completed. The anesthesiologist also reported that post-operatively, the patient had a sore throat but was otherwise fine. Several attempts were made to contact the customer regarding patient information and return of the product in question. Any missing or incomplete data from form 3500a is the result of information not being provided by the reporter despite documented attempts to obtain the required information. This product is used for treatment and not for diagnosis.